Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed pump supplies to address the issue. Reportedly the customer is using their infusion set for 7 days. Tandem cts informed customer that using their infusion set¿s for 7 days is off label per the tandem user guide. Customers blood glucose was 260 mg/dl.